Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they were involved in about 20 different social media groups and all were patient advocacy groups and support groups for people that had gastroparesis that were diabetic. Out of the people in the groups, there must have been 20,000 people. Most of the experiences shared online were negative and were about the stimulator moving and leads migrating. So many people had stories about how they got a device and it moved or the leads migrated and there were all these similar problems. The patient¿s leads were still in the same place that they were as when they first got them because they had a good surgeon. The surgeon they worked with was one of the health care providers (hcps) that helped develop the first device. The patient was worried about what kind of training other hcps got because the stimulators shouldn't be just migrating around the back. The patient felt that there were a lot of hcps that weren¿t the best at putting the device in or determining whether it was best for the patient to actually get the device or not. The patient knew someone that had a lot of health problems that existed prior to getting the device including type 2 diabetes, being overweight, having developed gastroparesis, nausea, and vomiting. The hcp implanted this other patient without going through other treatment options first.

Manufacturer narrative:
Neu_interstim_ins is no longer applicable to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.